Event description:
The customer stated, she was hospitalized for high blood glucose readings. The blood glucose reading was 400 mg/dl at the time of the call. Troubleshooting revealed that the customer was getting several no delivery alarms prior to being hospitalized.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.